Manufacturer narrative:
Date initial report sent: 9/20/2007

Event description:
Procedure: lap rectum. Patient sex: unk. According to the reporter: the stapler was used for cutting the rectal tissue. The jaw inflected 45 degree, and the surgeon fired the 2nd firing, but the jaw wouldn't open at the tissue, and the surgeon couldn't return the black return knob. The surgeon observed clamp bar "came out" of the sulu. The report states bleeding of "over oozing, but less than 200cc" occurred. The surgeon then disengaged the cartridge from the instrument inside the cavity and the cartridge fell into the cavity. When the sulu dropped into the surgical cavity the jaws opened automatically, and the surgeon was able to retrieve it immediately. The surgeon then removed the device through and incision, but notes that the incision was not an extra incision made for this purpose.